Manufacturer narrative:
Reports received from end-user described the back hinge having broken where the recline actuator attaches to the hinge. End-user described having just driven to a location and parked his vehicle. Upon attempting to recline the backrest, the hinge allegedly gave way causing the back to fall allowing the client to fall out of the seating on to the vehicle floor. End-user supplied photos of the affected component which confirmed the break to be the back hinge where the recline actuator attaches. End-user reported that he had noticed days prior to the incident that the back angle would not return to full upright as it had prior. End-user reports having contacted the service provider requesting service, but service had not been scheduled before the incident occurred. End-user is known to remain in the device seating during vehicle transport which is against permobil's recommendation of transferring into factory vehicle seating as outlined in the c500 owner's manual. The root cause of the incident is considered excessive force being applied repeatedly to the backrest which resulted in the breakage of the backrest hinge arm. When reviewing the risk analysis, this event is considered as a low risk failure and the reported incidents support that evaluation. The DHR was reviewed and unit was built according to specification.

Event description:
Received report that while end-user was operating the recline function on his device, the backrest allegedly gave way allowing the end-user to fall out of the seating. End-user reports he was not injured as a result of this event.